Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred and could not be conclusively determined if this was the leading cause for the device¿s inability to deliver insulin as expected. An occlusion alarm during run time was reported in the download data, as well as timeouts, but no drive stalls. The cause of the alarm could not be determined from these investigation findings. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 480 mg/dl while wearing the pod between 24 and 36 hours on the leg. Hyperglycemia treated by patient activating new pod.